Event description:
It was reported that post deep brain stimulation (dbs) implantation the patient experienced bleeding in the brain that was confirmed through a computed tomography scan (CT) and magnetic resonance imaging (MRI) wherein causing the patient to experience difficulty speaking. The patient underwent an explant procedure to remove the lead. The patient was recovering well post-operatively. The physician assessed that the brain bleed/hematoma was caused by the lead insertion. The explanted lead was disposed of by the facility and was not returned to bsc.